Manufacturer narrative:
All buttons function properly however moisture damage was found on the keypad traces of the insulin pump. It was noted that there was no button error alarm or moisture damage inside pump. The pump was received with a scratched lcd window, a cracked reservoir tube lip, a cracked reservoir tube, and cracked battery tube threads. The pump was received without the original pump belt clip. No damage on the pump belt clip slot was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 104 mg/dl. Customer stated that the pump will not let her do anything. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was wearing the pump in her bra and was sweating. Customer also had a broken belt clip. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.